Event description:
It was reported that a spectrum infusion pump's door was not acknowledging if it's closed found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "door jammed!" Was reproduced. A review of the event history log (ehl) revealed occurrences of "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be door hooks. The hooks will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.